Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter fell out of the intrathecal space within 2 weeks of implant. The catheter was found to be in the subcutaneous space. The catheter was changed. The patient was doing well now. The drugs in the pump were dilaudid, bupivacaine, and clonidine.